Event description:
It was reported that the sentinel cerebral protection system failed to capture the distal filter. A sentinel cerebral protection system was selected for a transcatheter aortic valve replacement(tavr) procedure. During the procedure, inside the patient the distal filter would not capture. The device was removed with the distal filter partially expanded. No patient complications.